Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 45 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with reestablishing connection with their transmitter and sensor. The customer did not return the product back for analysis.